Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 12, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut in half. The lens was cleaned and presented with damage to the edge of one of the halves and a portion was missing. In addition, customer provided photos were evaluated. The photos displays the complaint lens implanted in the eye and observed with cosmetic damage on the edge of the optic. No further evaluation was performed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the intraocular lens was cracked. The surgeon deployed the odyssey iol and as haptics were unfolding, it was noticed that there was a crack in the lens. The surgeon cut out the defective odyssey lens, removed it, and implanted a back-up odyssey drn00v 23.5d lens. The defective lens is available for return. No injury or medical intervention is required. No further information was provided.